Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that following insertion the patient experienced pain, infection, urinary/bowel problems, organ perforation, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4) - urinary/bowel problems; dyspareunia. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-15513. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/23/2015 . Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent mesh removal, rectocele repair, cystoscopy with calibration, right perivaginal defect repair and cystocele repair with an unknown graft, miniarc pro transobturator suburethral sling, entrocele repair, elevate bilateral sacrospinous fixation, and vaginal vault and uterine suspension with unknown graft on (B)(6) 2013 due to uterine prolapse, vaginal vault prolapse, vaginal prolapse, sui with hypermobility, and prior placed eroded transobturator suburethral sling. It was also reported that the patient underwent sling removal, urethrolysis, retroarc retropubic suburethral sling, and cystoscopy with calibration on (B)(6) 2014 due to intrinsic sphincterdeficiency with urethral hypermobility and prior sling. No additional information was provided. (B)(4).